Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was noted to have reached normal elective replacement indicator. The device was explanted and replaced on (B)(6) 2016. No additional information was reported.